Event description:
On (B)(6) 2021 a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2024 it was reported the patient went to the hospital for an inner tube reinsertion when it was discovered the patient had a buried bumper, which was removed. Will schedule to have tubing replaced. Patient temporarily on oral levodopa.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.